Event description:
The manufacturer received information alleging a bipap a40 pro ventilator inoperative and o2 fan failure condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a bipap a40 pro ventilator inoperative and o2 fan failure condition occurred. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. At this time, no information has been received on details of the investigation of the device, and a warranty replacement has been approved. A final report is being submitted. If any additional information is received, a supplemental report will be filed. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. The bipap a40 pro (gbx3100h19) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, 510k number: k121623.